Manufacturer narrative:
(B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root was determined to be component damage due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation it was observed that the temperature was above specification on the attachment device. It was noted in the service order that the motor was worn, the locking mechanism was worn, and the locking mechanism which ensures the pipe clamping count not transects if the drill was not pinched as it was completely worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.